Manufacturer narrative:
Patient identifier not made available from the site. On 08/11/2015 return requested. Medtronic investigation of returned suspect small straight ratcheting handle finds that the impact cap at the top is indeed missing/broken free of the assembly. Physical damage - pieces broken. On 08/06/2015, a medtronic representative performed 2 navigation system check-outs. Hardware and software areas passed. Instruments test failed. Impactor broken. Changed the handle. Issue resolved. On 09/21/2015 hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the impactor broke on the site's small straight ratcheting handle. No further details regarding the damage, or how it occurred, were provided. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.